Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak that streamed water and would have been noticeable if present during filling. Magnified inspection of the leak location identified a puncture on the rear face with the opposite side inside film face not showing any sign of damage, indicating the puncture occurred when the bag was filled. Based on evaluation findings, the condition was determined to have occurred during handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. A review of the batch record found the lot met release acceptance criteria. A follow-up report will be submitted once the evaluation results become available

Event description:
It was reported that a tpn therapy bag was found to be leaking on the front right side of the bag. Where in the process the leak was discovered is unknown; however, this report documents no patient involvement or adverse events. No additional information is available.